Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 8 false positive results were obtained by the customer. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0216373. D4: medical device expiration date: 2020-12-11. H4: device manufacture date: 2020-08-11. Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0216373. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. CAPA 1878253 has been initiated an investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. A trend analysis was performed, and no adverse trend was observed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 216373 was reported, however, this is not a lot# manufactured for this product #. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua#: (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 8 false positive results were obtained by the customer. Multiple attempts have been made to obtain additional information, with no response from the customer at this time. Eua#: (B)(4).